Event description:
It was reported that the external pulse generator (epg) turned off automatically while in bedside use with a patient post-open heart surgery, pacing at a rate of ninety paces per minute. The epg turned back on automatically and started pacing again, however it was only pacing at a rate of eighty paces per minute. The electrocardiogram (ECG) showed asystole for the twenty seconds the epg was turned off. The issue was not able to be replicated by a biomedical engineer; the epg is expected to be returned to service. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Manufacturer's analysis was unable to confirm the customer comment that the device turned off automatically while in use; the main printed circuit board (pcb) assembly and lower case were replaced as a preventive measure. It was also noted that the black battery wire was pinched without compromise to the insulation. All found defective parts were replaced and all other identified issues were resolved. If information is provided in the future, a supplemental report will be issued.